Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is in hospital and the implantable pulse generator (ipg) is not showing any pacing. The ipg remains in use. No patient complications have been reported as a result of this event.